Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to patient services on (B)(6) 2016 stating that there is something wrong with the lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).